Event description:
Report was received stating that a surgeon in italy had performed a reconstruction 37 days after the original implant. Screw was found to be completely soft and without the capability to compress the graft.